Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power cable was confirmed with the returned system controller (serial # (B)(6)). Visual inspection revealed worn section of the outer insulation of both power cables with the blue/green fluid. The power cables were dissected. Visual inspection revealed blue/green fluid underneath the power cables. The blue/green liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The damage did not affect the system controller¿s ability to operate a test lvad. Similar incidents will continue to be monitored. Incidental findings. Test values indicated beginning stages of conductor breakdown that did not affect the system controller¿s ability to operate test lvad or result in an unexpected alarm. The conductor breakdown was an additional finding. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6)) was shipped to the customer on 20dec2016. The heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the heartmate 3 instructions for use (IFU) states, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had damaged both the black and white power cables of the system controller by accident. There was a green substance seen where the cables had been damaged. The system controller was exchanged.